Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the proximal conductor was distorted. There was an outer insulation cosmetic cut, damaged sealing rings on the outer insulation and damage at implant.

Event description:
It was reported that during implant, when placing the right atrial (ra) lead the stylet could not be removed. Several attempts were made to remove the stylet which resulted in the ra and right ventricular (rv) leads being dislodged. The ra lead was removed and replaced. The rv lead was repositioned and remains in use. No patient complications were reported as a result of this event.